Event description:
This is a spontaneous report by a baxter employed nurse from (B)(4) of a break in aseptic technique and peritonitis. On an unreported date in 2010, a break aseptic technique occurred, further described as patient made mistake. On (B)(6) 2010, the patient was diagnosed with peritonitis. On this same day, prior to initiating antibiotic therapy, a sample of peritoneal effluent was analyzed and cultured. The culture result was unknown. On (B)(6) 2010, the patient was hospitalized for the event of peritonitis. On (B)(6) 2010, the patient received a loading dose of (injection) amikacin 250mg ip. At the time of reporting, the patient remained hospitalized and the event of peritonitis was resolving. There was no mention of retraining the patient; therefore it was unknown whether the event of break in aseptic technique resolved. The root cause of the peritonitis was break in aseptic technique. Concomitant medications were not reported. The nurse did not provide an opinion of causality for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.